Event description:
A report was received per social media that the patient was experiencing unwanted sensation in the stomach. It was also noted that the patient's back felt worst. The patient underwent an explant procedure.